Event description:
It was reported that one of the non-preloaded anchors broke during insertion, the retrievable fragments were removed, the anchor´s tip, which holds the suture stayed inside the drillhole. The anchor's tip is fixed in the hole and withstands tension.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record cannot be completed as the lot number was not provided. Evaluation of the returned swivelock screw confirms the complaint. Only the proximal threads were returned for evaluation. The parting line present on crest of threads indicates the implant broke before being fully inserted. Specifics about bone quality and bone prep are unknown. While a definitive cause for the complainant's event cannot be determined, the most likely cause(s) is improper bone prep or not inserting the anchor co-axial to the prepared hole. The achilles speedbridge surgical technique specifically mentions using the supplied punch / tap to prepare the bone holes. Furthermore, directions for use warns against attempting to implant into hard dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.